Event description:
It was reported that during unpackaging of the 2.75x28mm xience xpedition stent delivery system (sds), the stent implant dislodged from the balloon during protective sheath removal. Reportedly, there was no resistance noted during removal of the stylet or protective sheath. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 2.75x28mm xience xpedition sds was successfully used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.